Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings on the device. Additional observations: observed, deformation on the device. Observed, creases on the device. Brown particles observed, in the surface of the shell. White biological tissue observed, in the surface of the shell.

Event description:
This relates to the unknown side.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a complaint against the device. Device has been explanted. Company representative later confirmed rupture. This relates to the right side.